Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on even after battery was changed twice. No harm requiring medical intervention was reported. Insulin pump clip was loose. The insulin pump will not be returned for analysis.